Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an external neurostimulator (ens) for trial stimulation who was experiencing pain and that they had a uti. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported.

Manufacturer narrative:
Updated/corrected to include product code.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.